Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015; cmrm6133 envelope implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had recently been seen in the ER after experiencing a fall. Blood cultures were positive for streptococcus gallolyticus and transesophageal echocardiogram revealed multiple small vegetations on the leads. The device system and envelope were explanted and the patient was treated with IV antibiotics. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a new device system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.